Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387-40, lot# j0235462v, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3387-40, lot# j0228090v, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that there was a lead revision on (B)(6) 2014. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2014-22051.